Manufacturer narrative:
Date of submission 29-nov-2017 the device has been returned and evaluated by product analysis on 04-nov-2017 with the following findings: there were call service alarms observed in the pump's history. The pump was exercised for 24 hours with no alarms duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.